Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "exchange of textured devices due to product concern". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and anxiety-product/procedure was received on april 27, 2026, with lot number 2475691. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" and "exchange of textured devices due to product concern". This record is for the right side. Device was explanted.